Manufacturer narrative:
The t:slim x2 g5 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing and the cartridge tubing during the load fill tubing sequence. Reportedly, the customer fills the cartridges with humalin r-u500 insulin. There was no adverse impact to the customer's blood glucose level. Reportedly, a supply change was performed to address the issue.